Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 429 mg/dl due to not connecting her set properly. High blood glucose troubleshooting was declined. The insulin pump was not replaced or returned for analysis.